Event description:
It was reported that a user experienced signal loss from a dexcom g7 continuous glucose monitor (cgm), with the responsible receiving device not identified, and support guided the user to toggle cgm settings and re-enter the pairing code. Symptoms included loss of continuous glucose data. Outcomes included no alarms or alerts and no medical intervention or hospitalization. User support included user-led troubleshooting and education by support. Investigation of this case revealed that the issue was a connectivity disruption consistent with a data transmission or pairing problem, and device hardware damage or sensor failure was not indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-resolvable connection loss due to pairing or settings configuration.

Manufacturer narrative:
Initial.